Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, confirming that on (B)(6) 2024, the patient underwent an MRI scan. At that time, there was a recorded magnet application, and the battery depletion drain jumped into abnormal values and has stayed high. Ts confirmed this device is behaving consistent with a device with a stuck magnet switch. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, confirming that on (B)(6) 2024, the patient underwent an MRI scan. At that time, there was a recorded magnet application, and the battery depletion drain jumped into abnormal values and has stayed high. Ts confirmed this device is behaving consistent with a device with a stuck magnet switch. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this s-ICD device was surgically explanted, and a new device implanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was successfully interrogated, and review of device memory found the battery capacity had significantly decreased since (B)(6) 2024. It was confirmed at that time, the patient had undergone an MRI, which resulted in the read switch to be stuck or damaged. It was determined that therapy was not available while the device was implanted. A sudden increase in power consumption that resulted in the clinically observed device displays error message therefore causing a premature battery depletion. The reed switch and beeper appear to be functioning correctly after magnet application, during product analysis. The clinically observed device displays error message, resulting in a premature battery depletion was due to an MRI, and the reed switch being stuck or damaged., therefore we have assigned conclusion code of cause traced to environment.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, confirming that on (B)(6) 2024, the patient underwent an MRI scan. At that time, there was a recorded magnet application, and the battery depletion drain jumped into abnormal values and has stayed high. Ts confirmed this device is behaving consistent with a device with a stuck magnet switch. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this s-ICD device was surgically explanted, and a new device implanted. The explanted device is expected to be returned. Besides surgical intervention, no adverse patient effects were reported. This device was returned, and product analysis completed.